Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). Additional information: the complaint device was not returned for evaluation. However, data was received and downloaded. A review of the downloaded recevier data log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).